Event description:
System was explanted because the patient seemed to be allergic to the epoxy and resins. Should additional information be received, this file will be updated.

Manufacturer narrative:
We received the pacemaker and your event description the information you provided has been entered into our quality system as a complaint. Allergy to the epoxy and resins was observed following the implantation of this biotronik device. Therefore the device as received was visually inspected. The visual inspection revealed no external anomalies. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In conclusion there was no indication of a material or manufacturing problem.